Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose level. Customer alleged that the pump settings were too aggressive at treating the customer's elevated blood glucose levels. Tandem technical support recommended the customer consult with healthcare provider to make settings adjustments.